Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel implants, catalog # 3506001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor with gel that appeared clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. The complaint was not confirmed as there were no leak sites detected. Since no lot number was provided, no device history record (DHR) review could be performed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600cc gel implants, catalog # 3506001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.